Event description:
A malfunction occurred on the pump as reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue, and advised the caller to contact them again if the malfunction code recurred. The caller understood and acknowledged the instructions.